Event description:
It was reported the patient had their pump and catheter replaced due to a fracture. It was stated the patient did not have symptoms, but the patient's health care provider (hcp) noted the patient did not respond to increased dosages. An x-ray by the hcp confirmed the fracture. It was stated "the spinal portion of catheter which entered into the spine/csf was not attached to the pump portion of the catheter. The spinal piece of the catheter was not visualized or retrieved." The medication being delivered via the device was lioresal 500mcg/ml at 50mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).